Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was reusing insulin. Tandem customer technical support informed the customer to not reuse insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.